Manufacturer narrative:
Eval summary: the most likely cause of the surgeon's complaint is opening and resealing the outer box after it left distribution. Due to the evidence exhibited, no further analysis is necessary at this time. Eval: as returned, the perforated seal on the box has been opened. Across the perforated seal are several pieces of tape and stickers that were not used in original packaging of the device. The add'l packaging material indicates that the box was opened after being distributed from zimmer, warsaw. Additionally, the tyvek lid on the inner cavity contains damage consistent with closing the outer box back up. The mfg records were reviewed and found to be conforming indicating that the device was mfg, inspected, and packaged to spec.

Event description:
It is reported that upon opening, it was discovered that the packaging was already opened.